Manufacturer narrative:
The medical product is not available for analysis and could therefore not be analyzed itself. The information provided by you was recorded as complaint by our quality management and will be used to evaluate and, if applicable, to improve the safety and reliability of our medical products. If additional relevant information or the device itself should become available, the incident will be updated accordingly.

Event description:
Ous MDR: it was reported that an intermittent drop in the shock impedance to <25 ohm was observed about 68 months after the implant. The product was not returned. No deterioration of the patient's state of health was reported. There is no mention of any sort of intervention. Should additional information become available, this event will be updated.